Event description:
Patients caregiver reported patient has an issues with her cassette, she did a cassette, and she supposed to remove the air from the cassette, she is unable to remove all the air from that cassette, stated no bubbles but small air in the cassette. She is unable to remove all the air in order for the liquid to go up in the cassette. She hooked that cassette to the pump, and she did that while on the phone, she was able to prime and continue infusion with no issues. No further information provided. No missed doses reported, no adverse events reported, and unknown if cassette is available for return.